Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The reported event was not confirmed based on the evaluation of the thermogard xp ivtm system and the event log review performed by biomed technician at the customer's site. There were no device deficiencies found during the evaluation and the thermogard xp ivtm system performed as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed no significant discrepancies. Following service, the system passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended. The system was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) was used on a paralyzed patient for rewarming. The patient was gradually being rewarmed; however, the core body temperature dropped suddenly. The user replaced the esophageal temp probe, but patient still could not rewarm. After a few hours, core body temperature has not risen. Per user, the ivtm system was not rewarming the patient. Both core temperature and tympanic temperature read 35°c. The ivtm system temperature was set at controlled rate of 0.25°c/hr. Xia meter showed coolant temperature at top (max warming). Icy catheter was used for rewarming treatment and the dwell time of the catheter was 27 hours. Per user, no kinks, bends or occlusions noticed in the catheter and the suk. Per user, no other conflicting devices was used during the ivtm treatment. The system was placed at the foot of the patient's bed, so the air vent was not blocked. Patient was not shivering during the treatment. Patient does not show signs of brain herniation. No patient consequences.